Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during pelvic floor repair procedure on (B)(6) 2017. According to the complainant, during the procedure, the suture needle detached and remained embedded in the sacrospinous ligament inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.